Event description:
Robotic stapler misfired during procedure. The stapler was unable to recover from the fault. The next to last staple cartridge malfunctioned before the blade deployed. The stapler was released, removed and replaced with a new device. The remainder of the staple line was completed without any change to the shape or size of the intended pouch.